Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the power issue. The cause of the power issue was determined to be a shorted and cracked capacitor, designator c177 from the analog pcb assembly. The capacitor caused the internal hlc batteries to become depleted.

Event description:
The customer initially contacted physio-control regarding corrections/removals number (B)(4). After a device evaluation by physio-control, it was observed that the device could not power on at all. There was no patient use associated with the reported issue.